Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh. Later patient experienced physical injuries, disfigurement, physical impairment, psychological injury and progression of existing conditions.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.